Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath tip is confirmed but the exact cause remains unknown. One 5 fr x 7 cm microez microintroducer was provided with a product sticker label indicating lot: regv1310. Deformation at the distal end of the grey sheath was noted. Microscopic inspection of the sheath deformation revealed a section of the tip to be bunched inwards. The presence of a sheath tip taper was observed. Based on the information and condition of the returned sample, possible contributing factors include insertion angle and inadequate skin incision. The product instructions for use (IFU) states, "advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a safety scalpel prior to making incision." Since the damage observed on the sheath tip indicates a difficult insertion was experienced, the complaint is confirmed. H3 other text : evaluation findings are in section h11.

Event description:
Customer reported that the grey section of the introducer was coiling back when attempting to insert. Skin dermatotomy performed x 3 without success due to coiling. Alternate microintroducer utilized. This caused patient discomfort and a prolonged procedure. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported that the grey section of the introducer was coiling back when attempting to insert. Skin dermatotomy performed x 3 without success due to coiling. Alternate microintroducer utilized. This caused patient discomfort and a prolonged procedure. It was reported this occurred with three devices. This report addresses the first device.